Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The product support advised customer to ohm out the speakers to verify they are both 8 ohms. Advised the customer to verify that the speaker braids are not touching the speaker chassis. No further information received from this customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed with primary alarm failed error. The customer reported the device was not in use on patient.

Manufacturer narrative:
Updated.